Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported chest pain and discomfort due to the implantable cardiac monitor (icm). No malfunction was stated. The patient requested the icm to be explanted. The icm was explanted. Further information was requested but was not available.